Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch# for second implant: 1221934-2016-10161. (B)(4).

Event description:
The sales rep reported that during a meniscal repair that the silicone tubing bunched up when deploying the second implant of the customer's omnispan meniscal repair system 12 degree needle. The surgeon cut the suture and left the 1st implant secured within the meniscus. The surgeon used another same type implant and again the silicone tubing bunched up on the second deployment but this time it fell off the gun into the patient's joint space but was easily retrieved. It was not left in the patient. The surgeon cut the suture and left the 1st implant secured within the meniscus. The surgeon completed the procedure with a third same type implant with no patient consequences or delays. The sales rep reported that during the set up for the procedure the customer's irrigation tube set v.ue had a hole in it and needed to be replaced. This caused no delay to the procedure.